Event description:
(B)(4): information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient has not noticed any change in their urinary symptoms because they feel that they were not emptying their bladder. The patient was assisted with switching to the right side and setting stimulation to 3.6 where the patient confirmed feeling comfortable stimulation. The patient also mentioned having a stroke which affected their left side, but this did not appear to be connected to the ens or therapy. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.